Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had fracture and high impedance. As well, the patient experienced inappropriate therapy due to the device detecting supra ventricular tachycardia (svt). The device was explanted and replaced for upgrade purposes. The lead was capped and replaced. No further patient complications have been reported as a result of this event.